Manufacturer narrative:
No product information has been provided to date. Device operator is patient/consumer. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm resulted in a total of four cassettes with medication being wasted while troubleshooting the issue. An additional cassette with new mixture subsequently resolved the issue and the pump ran with success. There was no injury to the patient.